Manufacturer narrative:
H.6. Investigation: instrument sedi 40 17-42042 was returned to the manufacturer for service with respect to the reported defect and a the broken plate in the tube cover was confirmed and replaced, however the instruments inability to recognize new tubes was not confirmed. H3 other text : see h.10

Event description:
It was reported that bd sedi-40 had software issues. This was discovered during use. The following information was provided by the initial reporter: sedi 40 software issues: - the instrument is not reacting when you put new samples in. - when you take them out, the result keeps showing on the display. - it will start to mix again 10 minutes into a run.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sedi-40 had software issues. This was discovered during use. The following information was provided by the initial reporter: sedi 40 software issues: the instrument is not reacting when you put new samples in. When you take them out, the result keeps showing on the display. It will start to mix again 10 minutes into a run.